Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Correction: event date: (B)(6) 2013. Implant date: (B)(6) 2013. Explant date: (B)(6) 2013. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4) the intraocular lens was returned to the manufacturer. Lens has detached haptics, optic torn and appears to have evidence of ophthalmic viscoelastic on it. All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that while an intraocular lens (iol) was being implanted the haptic became damaged. The incision was enlarged to remove the iol.